Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the pump time was incorrect, cause was unknown. Reportedly, the customer declined troubleshooting. There was no reported impact to the customer¿s blood glucose.